Manufacturer narrative:
Product event summary: it was noted at incoming inspection that the ventricular output connector was broken and this caused failure at incoming testing on all ventricular measurements. Once approved the device will be cleaned and inspected, the output connector assembly will be replaced and the device will be calibrated and tested on the automated test system. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for annual preventive maintenance and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.